Manufacturer narrative:
Chronic driveline infection addressed in MFR report number 2916596-2014-02302. Driveline infection (B)(6) 2020 addressed in MFR report number 2916596-2020-06570 . Driveline infection and death addressed in MFR report number 2916596-2020-06434. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient was struggling with increasing drainage at her lvad (left ventricular assist device) driveline exit site.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were confirmed through the evaluation of the submitted log file. However a cause for the low flow alarms could not be determined through this evaluation. Furthermore, a specific cause for the patient¿s driveline infection could not conclusively be determined through this evaluation. The submitted log file contained data from 18sep2020 to 21sep2020. The pump operated at the fixed speed for the duration of the log file. The log file recorded persistent low flow alarms throughout the log file when the patient¿s calculated flow decreased below the low flow threshold of 2.5 lpm. The log file appeared to show the pump operating as intended. The patient remained ongoing on heartmate ii left ventricular assist system, serial number (B)(6) until ultimately expiring on 13oct2020 due to sepsis (MFR # 2916596-2020-06434). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) states that the low flow hazard alarm will be triggered when pump flow rate is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Additionally, the heartmate ii lvas IFU lists driveline infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.